Event description:
It was reported by service report that the ball screw outer box was bent due to overweight usage and the fowler could not be laid flat. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Ball screw.